Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, (1) ¿error e105¿, was reproduced and it was determined that it occurred due to the failure of led unit. The service manual confirmed that e105 was indicating a lighting lamp failure and was a message that occurred when the lighting lamp (led) was disconnected or shorted. The occurrence of (2) ¿looseness of the inlet socket of the power supply" was confirmed. However, the root cause was not identified, and no further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during a routine maintenance, the visera elite ii video system center exhibited lamp error e-105. It was noted, after switching off, the device worked ok. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.